Event description:
The customer obtained unexpected vitros chol dt, hdl dt and trig dt results from two patient samples on a vitros dt60 ii chemistry system. The affected results were not reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros chol dt, hdl dt and trig dt patient sample results were obtained on a vitros dt60 ii chemistry system. The investigation determined that the cause of this event was a user-induced slide tracking error, which is a reportable malfunction for the vitros dt60 ii chemistry system. Information from section 8.3 of the vitros dt60 ii operator¿s manual (31-july-2010 revision) describing the potential causes of a slide tracking error was reviewed with the customer. Following actions to resolve a slide tracking error, expected patient sample results were obtained. The assignable cause of this event is user error.